Manufacturer narrative:
An event of incomplete coaptation was reported. The device was returned to abbott for investigation; valve was visually and microscopically examined. The sewing cuff was intact and no anomalies were noted. All three stent posts were normal in appearance. All three leaflets were flexible and contained no tears, perforations or anomalies. The device history record was reviewed to confirm that all manufacturing and inspection steps were completed and that the product met all specifications, including functional testing requirements. The cause of the reported event could not be conclusively determined. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 17 nov 2025, a 23mm epic plus supra valve was chosen for a procedure. During procedure, after implant it was noted that the leaflets where not closing properly upon testing with a leaflet tester. The valve got explanted and a new 21mm non-abbott valve was chosen and completed the procedure while patient on bypass. There was no delay in the procedure. The patient was reported stable and discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on 17 nov 2025, a 23mm epic plus supra valve was chosen for a procedure. During procedure, after implant it was noted that the leaflets where not closing properly upon testing with a leaflet tester. The valve got explanted and a new 21mm non-abbott valve was chosen and completed the procedure.